Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total gastrectomy, when the product was taken out of the blister pack to be used in combination with the orvil, when the twit knob was slued, it came off. The connection part was disconnected, so the doctor tried to push the knob (which came off) once more into the projection of the handle, and it seemed that the product was able to be used without problems but the doctor felt uncomfortable and had a concern, so the reported product was stopped using, and a new product was opened. The surgical time was extended by less than 30 minutes. There was no patient injury.